Event description:
Device malfunction: unknown. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, the clip was deployed without incident; however, hemostasis was not achieved. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.